Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic assisted distal gastrectomy. According to the reporter: after setting egia60avm on the device normally the cartridge indicator lamp was lit up. Then pressing the blue button, however the jaw could not be closed. Operating time not extended. Another idrive was opened and no problem was confirmed to complete the case. No info of lot number of sulu is available. In case lot number is identified after arrival of sample, I will add it on cts. It was not used on patient. No patient involvement. : no tissue damage, no tissue loss, no bleeding. Nothing of adverse event caused by extension of or time was reported. The patient current status: good.